Event description:
Per independent repair center statement, unit was alarming or red light. The key failure manifold assembly leaking. Additional issues inlet filter dirty, power switch short circuit, zip tie replaced and hose clamp replaced.